Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this device had been lost to follow-up. The device had not been checked in over two years. The patient was being seen in clinic for follow up where it was noted that the device had declared a battery status of end of life (eol). No device testing was able to be performed. The local boston scientific field representative indicated that the patient was currently very sick. A request for additional information has been made. The device remains in service.

Event description:
Subsequent information from the local field representative indicated that the patient's illness was not related to their pacemaker. The patient was reported to have end stage renal disease. The device was reported to have been explanted and replaced by a competitor. The device was disposed of. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.